Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a ventilator inoperative alarm. The ventilator was not on a patient at the time of the event.